Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the omnipod 5 controller was not turning on after the battery power had depleted. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the patient went to the emergency room (ER) on 09mar2025 due hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 37 and 48 hours on the leg. Symptoms reported include high ketones, sweating, disorientated, and dehydration. It was noted that the omnipod 5 controller was not turning on after the battery power had depleted. The patient stated trying different chargers and power outlets, but the issue persisted. At the hospital, the patient was treated with potassium, fluids containing electrolytes and insulin. The patient was discharged the same day.